Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result on one male patient. The result was not reported out. The customer repeated the same sample on another alinity with a lower result. The customer repeated the sample on the initial alinity and the result was lower. The following data was provided: initial troponin result = 45.3 ng/l repeated = 6.1 ng/l result from another alinity = 5.8 ng/l male diagnostic cutoff = <35 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 63188ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one male patient. The result was not reported out. The customer repeated the same sample on another alinity with a lower result. The customer repeated the sample on the initial alinity and the result was lower. The following data was provided: initial troponin result = 45.3 ng/l repeated = 6.1 ng/l. Result from another alinity = 5.8 ng/l. Male diagnostic cutoff = <35 ng/l no impact to patient management was reported.